Event description:
The user facility reported a 65-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient experienced a hematoma. The antegrade sheath was removed and subsequently the impella access site was noted to be clean/dry/soft. Additionally, it was reported that no doppler pulses were found on either of the patients feet. The patient was taken to operating room to decannulate. The impella site was clean, the patient received 1 unit of blood, there were no alarms, urine was clear, and distal pulses present. The pump was successfully explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product for the root cause of this investigation is not determined.